Event description:
A (B)(6) female pt reported that she experienced eye soreness and an 'infection' with photophobia, redness, swelling, a burning sensation, and scratches on the eye after soaking her right acuvue contact lens in revitalens ocutec multipurpose disinfecting solution for the first time. The reporter indicated that the right lens was new at the time of the event. On (B)(6) 2011, the pt sought medical treatment and was prescribed tobradex, one drop every 2 hrs the first day, tapering to one drop four times a day for one week at which time her symptoms resolved. A culture was not obtained. Pt also used clear eyes contacts eye drops prior to onset of the event. Additional info was requested of the treating optometrist, but not received.

Manufacturer narrative:
(B)(4) used for photophobia and edema eye. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. MFR of reported device performed microbiology and chemistry evals of the actual product used by the consumer and product retained from the reported lot; all results were within specifications and sterile. All pertinent info available to amo has been supplied. Should new info become available that changes the facts and/or conclusion of this report, a supplemental report will be submitted.